Event description:
During the implant procedure, while dissecting the neck area, a vessel was nicked and the patient experienced bleeding. Physician used cautery and surgical powder to stop the bleeding. This resolved the issue.